Manufacturer narrative:
Age at time of event: over 18 years old.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in superficial femoral artery. A 5.0x200x150, 5.0x150x150 sterling and a 6.0 x200, 135cm charger balloon catheters were used for dilations. However, during inflation, the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported and no harm was done to the patient.